Manufacturer narrative:
Product identifiers, including product code, serial ID and/or lot number were no provided. Therefore, an investigation and re-review of manufacturing records could not be conducted.

Event description:
Rti surgical, inc (rti) received a complaint on (B)(6) 2016 indicating that a patient underwent implantation of bovine pericardium dural graft and developed a pseudomeningocele (timeline unknown). Several attempts were made by the distributor ((B)(4)) to obtain additional information from dr. (B)(6). Rti also contacted dr. (B)(6), who communicated that he did not remember which patient was involved in this event and therefore could not provide additional information.